Manufacturer narrative:
Quest medical has not yet completed its investigation of this device. A supplemental report will be filed at the conclusion of this investigation. Quest will continue to monitor complaint trends for this complaint condition.

Event description:
It was reported to quest medical. Inc. That the device allegedly malfunctioned and unintentionally tore the subclavian artery during the procedure. A similar device from the same lot was opened and used to complete the procedure successfully.

Manufacturer narrative:
An analysis of the sample was returned and evaluated; biological tissue was found obstructing the mechanism, preventing full actuation. It could not be determined whether the tissue caused the failure or was a result of it. No visible mechanical or assembly-related defects were observed. Device history record review showed all manufacturing and inspection steps were completed without deviation. Functional testing at release was passed. No similar issues were noted in-process. Quest medical will continue to monitor complaints for trends.